Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by field service engineer. Issue was reproduced during on-site visit. The o2 gas module was pointed out as defective and was replaced. The issues have been resolved and the device was delivered to the user in working condition. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). Our conclusion is that the replaced part was the cause of the failure. However, the root cause to why the part failed has not been established as the replaced part was not returned for investigation. A correction of fields # d1 brand name, # d4 version or model # and h4 manufacture date was required. D1 ¿ brand name: previous brand name: servo-s. Corrected brand name: servo-s base unit. D4 ¿ version or model #: previous version or model #: servo-s. Corrected version or model #: 6640440. H4 ¿ manufacture date: previous manufacture date: 05/27/2015. Corrected manufacture date: 05/21/2015. The UDI information is not available since the device was manufactured before the implementation of UDI in manufacturing on 10/22/2015.

Event description:
It was reported that the ventilator failed flow transducer test and o2 cell test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).